Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for the reported event for two weeks. The treatment for the peritonitis was not reported, but the peritonitis was thought to be cured. However, the patient had later again developed the peritonitis, manifested by weakness. The patient was hospitalized and a couple of weeks later was discharged. However, the following month, the patient again developed some problems, was hospitalized and a day later experienced the same recurrent peritonitis. The cause of the peritonitis event was suspected to be related to gardening, but was unable to be confirmed and no specific use error was reported. The treatment for the peritonitis included tobramycin and ceftazidime (dose, route and frequency not reported). The patient was reported to be recovering from the peritonitis and was discharged from the hospital, but they were put on hold. It was reported that the nurse was sent every day for injections of the antibiotics while the patient was still recovering. The patient was also going to put on hemodialysis temporarily while the pd catheter was to be removed and then reinserted later. Additional information was requested and was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. Should additional relevant information become available, a follow up medwatch will be submitted.